Event description:
After iabp for approximately 12 hrs, an alarm sounded from the pump and blood was noted in the tubing. The dr had difficulty removing the iab. The contact stated that by using x-ray, the balloon attached to the calcification. The iab needed to be surgically removed and the pt went on the expire during iab removal on 99. (Event complications: the iab was surgically removed/expired -) reported 5/20/99. Pt's current status: expired - rpt'd 5/20/99.)